Event description:
It was initially reported on (B)(6) 2021 that the ventilator had a high air inlet pressure alarm during device testing. The air regulator was reading 47.8 psi. Additional information received on (B)(6) 2021 stated that this occurred during patient use. The reporting hospital is not able to share any additional information. The debug logs show that the ventilator was last used on a patient (B)(6) 2021 until (B)(6) 2021. Before the last patient use, the logs show a high air inlet alarm was activated 2 times on (B)(6) 2021 and then deactivated. Ventilation was then started and ventilator was in use until (B)(6) 2021. During that time no high air inlet alarm was activated, and ventilation was not interrupted until powered off by user.